Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it was retained by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during a planned removal of a locking proximal femoral plate, a screw was discovered to be loose. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow is being submitted to relay additional information. Updated: h6 updated method 4119 and 4114. H6 updated results 3207. H6 updated conclusion 4315. Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined.